Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 black reload to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. Visual inspection was performed, and the reload appears to be unused and not fired. The knife does not appear to be exposed. When compared to an in-house unused reload, no obvious difference with the placement of the blades were observed. Further investigation found the reload to have cartridge damage. No material appears to be missing. Additional analysis was performed on the black reload instrument by an advanced failure analysis engineer. Further inspection of the returned reload confirmed two staples from the proximal most pusher on the left side were missing. The staples were not returned with the reload, and they were not found in the bag containing the reload RMA. Physical review and visual inspection of the reload confirmed that the reload was not fired. The blade position closely matched that of an in-house unfired black reload. The shuttle was found flush with the cartridge body, and the shuttle ramps showed no interaction with the first set of pushers. Damage to the proximal end of the cartridge on either side can occur due to installation or removal of a reload into stapler jaws. It is likely this reload was installed in a stapler; however, evidence suggests it was never fired. There are several 'in-line process controls' related to reload staple presence and protrusion during assembly of reloads. Staple loading via bowl feeders have two camaras to check for staple presence and performs an accept/reject check by the equipment. This is followed by a manual 100 percent check via mantis that specifically checks for staple protrusion and other staple-related conditions, including missing staples. The same mpi also requires the technicians to turn the reload upside down and check there is proper prong position.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the staple of the sureform 45 black reload was malformed.